Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had used the same supplies as a previous therapy on the homechoice (hc) device. The previous therapy was interrupted due to a power surge to the hp's house. When the power was restored, the hc went to press go to start while the hp was connected. The hp then initiated prime on the hc while connected to the same supplies. The technical service representative (tsr) advised the hp to disconnect and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.